Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. A review of the device history record was conducted, the product met all MFR and quality specs prior to release.

Event description:
Drug/diluent: naropin 0.2%. Fill volume: 270 ml. Flow rate: 2ml. Procedure: right shoulder surgery. Cathplace: shoulder wound. The bolus button would not refill, although continuous infusion at 2ml/hr was working. The pump was primed before use and the tubing was checked and found to be unclamped. The pump was replaced with a new pump for the pt. No adverse event reported. Date of event: (B)(6) 2011.